Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now. If the customer did not replace the battery, the insulin pump would shut off. It was the second occurrence of replace battery now without a low battery warning. Customer's blood glucose level was 130 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.